Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient presented one day post op with severe corneal edema and a visual acuity of 20/200. The pt was treated with durezol every two hours and the corneal edema improved. Per the info received, corneal edema was likely associated with the patient's anterior chamber anatomy. Also according to the surgeon, the patient lifted boxes on (B)(6) 2014 (post op day 5), and 3 hours later he noticed an improvement in near vision. On examination (post op day 6) the surgeon noticed anterior lens vaulting and iris pigmentation on the lens and on the anterior capsule. At 7 day post op the pt had corneal edema with visual acuity of 20/80. The patient was prescribed cyclogyl. A lens repositioning was performed 14 days post op. The iris pigmentation was flushed with bss during the lens repositioning procedure and there were no further issues. Several day post iol repositioning there was minimal corneal edema and the patient was doing well. In the surgeon's opinion the lens vaulting was most likely due to the patient lifting boxes within days after the original surgery.